Event description:
The hypodermic needle broke off at the hub during use, when attempting to sedate the animal. The broken needle had to be removed from the animal. No further information was provided.

Manufacturer narrative:
Investigation report attached is on retained samples only, actual sample was not available for investigation. - (B)(4).

Event description:
The hypodermic needle broke off at the hub during use, when attempting to sedate the animal. The broken needle had to be removed from the animal. No further information was provided.